Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had other critical pump. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.